Event description:
The user facility in (B)(6) reported the vitrectomy cutter was not cutting properly at 5000 cpm. The cutter started to work when reduced to 1000 cpm then stopped after 20 seconds. There was no impact to the pt.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.